Event description:
Boston scientific revealed info that the pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. A review of the episode showed some functional undersensing due to a change in morphology, then t-wave oversensing. During testing, the morphology was not able to be recreated. The device was reprogrammed to the secondary vector. No adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.